Event description:
After an implantation period of approx. 74 months, it was observed that the shock impedance was too high. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2023. Upon receipt, the lead under complaint was found cut 49 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. The analysis showed that the insulation was found damaged due to wear 12, 16 and 19 cm proximal to the lead tip. In these regions, the conductor cables were found exposed. These insulation damages are assumed to be the root cause of the reported oversensing. Based on the characteristics of the insulation damages and provided picture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.